Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that insulin pump was dropped into the ocean causing moisture damage. Customer's blood glucose was unknown. Insulin pump would be replaced.